Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that coating of the imaging catheter peeled off. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified middle left anterior descending (lad) artery. Opticross¿ hd imaging catheter was selected for use. During the first usage, the physician used the device with patience. The opticross¿ hd imaging catheter was delivered to perform evaluation after dilation with wolverine. However, the crossability of the device became extremely bad the device could not be delivered which is possibly caused by the peeling of the coating. Subsequently, during imaging it was also noted that image was displayed with severe noise. The setting was adjusted, but the noise did not completely disappear. Hence, the noise became worse. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit hole port assembly. No coating damages were encountered upon visual inspection. A kink was observed in the imaging window assembly in the distal end. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a wave form with presence of transmission line but very weak transduce. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that coating of the imaging catheter peeled off. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified middle left anterior descending (lad) artery. Opticross¿ hd imaging catheter was selected for use. During the first usage, the physician used the device with patience. The opticross¿ hd imaging catheter was delivered to perform evaluation after dilation with wolverine. However, the crossability of the device became extremely bad the device could not be delivered which is possibly caused by the peeling of the coating. Subsequently, during imaging it was also noted that image was displayed with severe noise. The setting was adjusted, but the noise did not completely disappear. Hence, the noise became worse. The procedure was completed with a different device. No patient complications were reported.